Event description:
It was reported that the patient experienced unspecified issues with a sling device. Artificial urinary sphincter (aus) was removed due to a hole in the cuff. A new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. No issues were reported with the sling device. The sling was not compatible with the anatomy of the patient, patient was not dry after the sling implantation.